Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the hospital, intermittent capture and decrease ventricular sensed amplitude were observed. Upon chest x-ray, rv lead dislodgement was noted. It was unable to reposition the lead since the lead helix failed to extend again. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.